Manufacturer narrative:
The service technician performed uvt testing on the unit and performance checks, no issues or alarms noted. The service technician believes someone most likely changed the peep settings to 28 versus 5 where it was originally and did not change the limits for the high setting. A review of the event trace log found multiple high pip alarms. This ventilator is operational and meets OEM specifications.

Event description:
It was reported to vyaire medical that the unit was having high volumes. The unit was on a patient when the nurse entered the room and she noticed the peep was set to 28 when it should have been set to 5, so the nurse set the peep to 5 and changed the unit. The patient was not in any distress and no injury occurred from this reported event.